Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's stimulation was turning off and he was recharging more than expected following a revision of the lead (details not provided). The pt charged for 3 hours last night used stimulation for 3 hours then turned it off. When he turned it backed on 12 hours later, it stopped working after 3 hours. He needed to charge everyday and got good coupling with the recharger. He was using 4 programs: 0.5 volts for his legs, 2.5 volts for his upper and mid-back, and 8.5 volts for his low back. He was at home in fair condition. Further info was requested.